Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The harmonic ace instrument has been returned and evaluated by the failure analysis team. The instrument was found to have a blade broken at the midpoint. A piece approximately 0.085" x 0.528" was found to be broken off and the broken piece was returned. Components adjacent to this broken blade do not show damage.

Event description:
It was reported that during a da vinci-assisted hemithyroidectomy surgical procedure, one of the grips harmonic ace came loose during sealing and a fragment was reported to have fallen into the patient. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Image associated with the event was submitted for review: the titanium blade of the harmonic ace instrument had detached and fallen into the patient.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the site and obtained the following information: the instrument was inspected prior to use and there was no damage, item came out of the package as usual. Beak already came loose after 3 or 4 times of stripping on thin and normal tissue. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The fragment was retrieved carefully with a laparoscopic intestinal clamp. The tissue was inspected to confirm that all fragments were retrieved. No additional surgical procedure was required to remove the fragment. No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. This did not seem necessary because the piece was easy to remove. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.